Event description:
Ous MDR. It was reported that this atrial lead was explanted due to oversensing and a fracture in the subclavian area. No implant date was given.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed the ligature marks approx.24 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 27 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured as mentioned in the complaint description. This broken contact in the conductor coil to the ring electrode was measured during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 27 cm towards the tip of the lead. Thus the functional test of the helix fixation mechanism was not properly feasible. Subsequent analysis revealed the presence of a severe deformation of the inner coil. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.